Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV. Device photo evaluation: visual analysis of the photographs identified. Capsular contracture: unable to observe, since it is not related to the device. Calcification: observed, calcification on the device. Broken device: not observed. Crease/folding of implant: creases observed, on the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV and rupture. Later, creases and calcifications were reported. The device has been explanted.